Manufacturer narrative:
Consumer reported experiencing eye pain, redness, and blurred vision while using the product. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure.

Event description:
Consumer reported following all product directions, rinsing their contact lens with an alternate solution prior to insertion, and then experiencing eye pain, redness, and blurry vision in their right eye after inserting the lens. The consumer reported that they then started rinsing their eye with the alternate contact lens solution as well as water. Consumer is recovered. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.